Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found when shaking the defective video connector, there was no image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center had insufficient brightness. The issue was found during "preparation" for a diagnostic otorhinolaryngoscopy. The device was returned for evaluation. During the device evaluation, when shaking the defective video cable connector no image was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Event description:
The customer reported to olympus that the patient was not under anesthesia, the procedure was completed with a similar device and there was no delay.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that "no image¿ occurred due to defective video connector. Olympus will continue to monitor field performance for this device.